Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) was confirmed. Upon receipt the monitor failed incoming functionality testing. Upon investigation the j4 connector on the defibrillator board had a poor connection. The cause for the failure was the poor connection of the j4 connector. The root cause for the poor connection was unable to be positively determined. No adverse event resulted from the defective monitor.

Event description:
A distributor returned monitor sn (B)(4) indicating that it failed incoming functionality testing.